Manufacturer narrative:
During follow up, the customer indicated that bg levels had lowered to 258mg/dl, and was negative for ketones. The customer declined additional follow up, and stated that the pump was operating fine. The customer was scheduled to meet with their endocrinologist, and was to discuss basal rates. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated since thanksgivings, in the ranges of 300-400mg/dl. Elevated bgs were treated with the pump.